Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was over 400 mg/dl. Customer advised they also received a lost sensor alarm. Troubleshooting for the lost sensor was performed. Customer was advised a replacement sensor will be sent out and agreed to return the product for analysis.